Event description:
It was reported that, since surgery, the patient was unable to urinate. It was stated that this did not occur before surgery. The physician reportedly lied to the patient and was on sabbatical and not ethical. It was noted that the pump was working great. It was later reported that the event was not attributed to the device. The patient had a chronic problem prior to the pump placement. The patient was under the care of a urologist. The patient had a diagnosis of neurogenic bladder. The device system previously contained dilaudid, but was replaced with normal saline on (B)(6) 2008. There was no change in urinary retention. The patient outcome was reported to be ¿serious injury/illness-ongoing¿. It was later reported by the patient that her implanting physician made a mistake during the implant procedure and allowed a different physician to perform the implant without her consent. As previously noted, since implant, the patient had not been able to urinate on her own due to nerve damage. At the time of this report, (B)(6) 2013, pump system was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).